Event description:
The device functioned properly through most of the case then stopped working for reasons unknown. There was no harm to the patient.what was the original intended procedure?debridement achilles tendon.device #1is this a laboratory device or laboratory test?no.